Event description:
Pt reported pain and tightness in face when turning therapy on. Neurologist instructed pt to turn therapy off and then back on. Pt reported same results. Manufacturer recommended decreasing amplitude to lowest setting then turns ins on, then increase slowly. Manufacturer attempting to contact hcp for follow up. A follow up report will be sent if additional information is received.